Manufacturer narrative:
Manufacturer investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to withdrawal of care. It was noted that a device or therapy issue did not lead to the withdrawal of care, and that the device operated as expected. Heartmate 3 lvas, serial number (B)(6) , was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the withdrawal of care was due to multi-system organ failure. The cause of the multi-system organ failure was severe vasoplegia post-op left ventricle assist device (lvad).

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of vasoplegia and multi-system organ failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists multiple organ failures/dysfunctions and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to withdrawal of care.